Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report the claimed issue was not reproduced during troubleshooting. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs confirmed occurrence of reported alarm. As the source of the issue is unknown, the cause of the issue was not established.

Event description:
It was reported that the ventilator generated high inspiratory pressure alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).